Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer went for bolus and got motor pump error. Customer stated that they were able to clear alarm and able to rewind. Customer stated drive support cap was normal and insulin pump was not exposed to high magnetic environment. Customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.